Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch for impedances had one time blip to less than 200 ohms. The patient was checked in the clinic where all measurements were stable and in-range, where impedances were 399 ohms unipolar and 409 ohms bipolar. The thresholds are similar in unipolar and bipolar at 1v. The lead was programmed back to bipolar. Further review from technical services found what appeared to be either oversensing or questionable pace with loss of capture over the past 5 months with pauses less than two seconds. Additional information was received that the lead was surgically capped and replaced. No additional adverse patient effects were reported.